Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed infusion set and catheter tip. Conclusion: reservoir was not occluded.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels and a no delivery alarm on the insulin pump. Customer's blood glucose level was 435 mg/dl. Customer treated with manual injections. Troubleshooting was performed and customer was advised that the insulin pump was working as designed. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the infusion set for analysis. No additional information provided.